Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance. High battery impedance led to eri. Battery depletion was indicated (eri) due to high battery impedance and eri was logged on (B)(6) 2010, prior to explant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data was collected from the device was analyzed. Analysis revealed high resistance/impedance. High battery impedance led to eri. Battery depletion was indicated (eri) due to high battery impedance and eri was logged on (B)(4)-2010, prior to explant.

Event description:
It was reported that the patient has chronic atrial fibrillation and confirmation was needed to see if the device was truly at elective replacement indicator (eri). The device had reached eri. The device was reprogrammed, and will be explanted and replaced. It was further reported that the ipg was removed and replaced by a new device. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient has chronic atrial fibrillation and confirmation was needed to see if the device was truly at elective replacement indicator (eri). The device had reached eri. The device was reprogrammed, and will be explanted and replaced. No patient complications have been reported as a result of this event.